Manufacturer narrative:
During an internal review, bolton medical, inc. Determined that the applicable standard operating procedure did not clearly define the reporting timelines for supplemental mdrs. We have initiated corrective actions to address this gap and will be documented in our quality system under CAPA-2026-0002. The lot number of the complaint device was not provided; therefore, the DHR was unable to be reviewed. The lot number of the device was requested; however, the site responded, "we attempted to obtain the lot number you requested, but we found that the lot number was unknown. This is because, as the complaint states that the stent-graft was implanted in (B)(6) 2018, the stent-graft concerned was sold by japan lifeline." A screenshot of two CT images was provided. As indicated in the narrative, the pre-case plan was not provided due to hospital policy. The patient underwent a tevar procedure on (B)(6) 2018, in which a relay plus device (B)(6) was implanted to treat a diseased aorta. Approximately 7 years later, follow-up CT scans showed a migration of the stent-graft distally. As indicated in the event narrative, a reintervention procedure was planned; however, an email response from maki nagasawa, terumo representative, dated on (B)(6) 2025, stated, "no information regarding additional tevar had been provided to the sales representative, and it was unknown whether a reintervention procedure was performed." The screenshot of the CT images was reviewed. The patient's aorta was observed to contain multiple tortuous bends and a kink throughout the descending aorta, in which the relay plus stent-graft was implanted through a tortuous bend. Picture 1 shows a comparison between two CT images in which the image on the left shows the post-operative CT scan performed on (B)(6) 2018, and the image on the right, taken in (B)(6) 2025, depicts the distal migration of the relay plus stent-graft by approximately one stent or 2 cm. Particularly, it appeared that the distal end of the stent-graft generally remained in the same location; however, the proximal end of the stent-graft appeared to have "scrunched" or compressed distally towards the tortuous bend of the aorta. It is likely that the aorta may have remodeled after the implantation as the morphology of the diseased region of the aorta changes, thus causing the proximal end of the stent-graft to appear compressed towards the bend of the vessel as new intima forms around the stents. The change in length of the diseased aorta may change the relative position of the stent-graft, reducing the initial fixation forces and potentially causing the device to drift distally. However, the root cause could not be confirmed without proper evaluation and measurement of the patient's anatomical structure, as only two pictures were taken of the static CT scan from a computer screen. Dr. (B)(6), who reported this complaint, pointed out that the expansion force of the stents other than the first stent in relay plus and relay pro stent-grafts may be insufficient. However, the first two proximal springs of the relay plus and relay pro stent-grafts have the highest outward radial force to ensure anchorage of the proximal end of the stent-graft to the vessel wall. The bare stent (proximal to the proximal stents) contains the lowest radial force of the relay stents, which is used to enhance apposition to the vessel wall and to adapt to the conformity of the wall while providing maximum sealing points to reduce the risk of endoleaks. For clarification purposes, the relay pro stent-graft and relay plus stent-graft were designed with the same radial force specification of the corresponding springs. As there was no report of endoleaks in this case, the concern for an adverse event due to the migration of the relay plus stent-graft is minimal. Without the pre-operative CT imaging or pre-case plan, the stent-graft sizing selection could not be compared to the product IFU and patient anatomy. In conclusion, the lot number of the complaint device was not provided; therefore, the DHR was unable to be reviewed. With the information provided, the root cause of the reported failure mode of migration / displacement could not be determined.

Event description:
"Migration: on (B)(6) 2018, tar-et was first performed using triplex advanced 4 branch 28mm and then tevar was performed to place the stent-graft concerned. In (B)(6) 2025 (date unknown), a CT scan taken during follow-up revealed migration of the stent-graft. An additional tevar is planned to be performed. Operation type: tevar, blood loss: unknown, image available: attached, no pre-case plan available due to hospital policy, additional information will be obtained upon request, delivery system was discarded by user. (Tc# (B)(4). Patient outcome: "no harm to the patient's health."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.